Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "disassociation's of modular components have been reported. Failure to properly align and completely seat the components together can lead to disassociation. Thoroughly clean and dry tapers prior to attachment of modular components to avoid crevice corrosion and improper seating. All additional locking screws must be adequately tightened." Biomet glenosphere, catalogue number: 115310, lot number: 898600; biomet humeral bearing, catalogue number: xl-115363, lot number: 502520; biomet humeral tray and locking ring, catalogue number: 115370, lot number: 095410; biomet central screw, catalogue number: 115396, lot number: 938500.

Event description:
It is reported that the patient underwent shoulder arthroplasty revision due to the taper adaptor disassociating from the mini baseplate.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch.